Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported the teeth have gotten worse and the orthodontist has advised not to wear the aligners anymore. Patient has switched to wearing braces under orthodontic supervision.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.